Manufacturer narrative:
Alleged failure: overpressure. Confirmed failure: calibration and software upgrade. Probable root cause: pressure sensor malfunction / out of calibration. Software malfunction. Use error. System design. Unwanted movement of internal components / wiring. Insufflator operated at least-favorable environmental conditions for an extended period of time. Pressure button does not disengage. The device manufacture date is not known. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that there was overpressure during the surgery.